Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2019, the patient underwent an rns system explant due to an infection. The infection was first identified at the initial postop appointment, approximately one month after the initial placement of the system. At that time, oral antibiotics were prescribed for treatment. Per patient report it appeared that the infection resolved; however on (B)(6) 2019, the patient presented again with an infection. Surgery was performed on (B)(6) 2019, with the initial intent to perform a wound washout and lead explant; however during the procedure it was determined that a full system explant was required. Additional information was not provided by the treating center.